Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-03716 and 1627487-2012-03717. It was reported the pt's scs ipg is autoreducing. Follow-up identified lead diagnostics showed invalid impedance values. X-rays showed the scs lead(s) has pulled out of the scs ipg header. Further follow-up identified the scs lead was replaced which resolved the invalid impedance issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.